Event description:
The facility reports one incident of hemolyzed blood samples. Pt was dialyzing using catheter access. During treatment pt was administered 2 units of blood (reason not known). After blood was administered pt complained of chills, but temperature was not elevated. Blood was returned and treatment terminated. Blood samples were tested and found to be hemolyzed but cause is not known. Pt blood cultures were negative and no problems noted with bloodline, water system, machine, or dialyzer reuse. Pt left the facility ambulatory and refused any further medical treatment. MDR is filed for the bloodline as a concomitant product only.